Event description:
Customer reported device=300+ mg/dl. Customer's home nurse took pt to the hosp. Hosp device was in the normal range but no values were provided. No treatment received. No controls. A request was made for return product and replacement product was sent.